Event description:
The customer reported that the charge button failed. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the charge button failed. There was no report of pt impact or involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.